Manufacturer narrative:
Result - customer installed incorrect footboard on bed. Conclusion - compatible footboard was placed on the bed.

Event description:
It was reported by service report that the scale was not working. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.